Event description:
Pt's mother reported the pt experienced an elevated blood glucose level over 350 mg/dl. Pt's normal blood glucose range is 80-120 mg/dl. Mother stated the infusion device did not display any error messages or alerts. Mother reported the infusion device is not delivering insulin accurately. Mother stated the pt switched to her backup infusion device and her blood glucose returned to normal. No further info is available. The pt did not require assistance from a healthcare professional or second party to address the issue. Requested return of the alleged infusion device for eval.

Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.